Event description:
It was reported that a pump over infused versed to a patient. The device was programmed to deliver 40ml of a 50ml container at a rate of 3ml/hr. The customer stated that after approximately 3 hours and 40 minutes, the entire container was almost empty. The customer stated that there was no patient injury and that the pump was tested and performed as expected.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.